Event description:
Related manufacturer reference number: 1627487-2022-05774. It was reported that the patient stopped charging the ipg years ago due to ineffective therapy, rendering the ipg inoperable. As such, the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.